Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No battery out limit alarm noted during test. (B)(4).

Event description:
It was reported that the insulin pump alarmed battery out limit, which was not resolved by a battery change. The reporter did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.